Event description:
It was reported that the spider tenet elbow was not moving. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the device was received pressurized. No accessories were included. A functional evaluation revealed the hinge joint was stiff. The hinge joint was disassembled. One of the seals was deformed. The complaint was confirmed and the root cause has been associated with a maintenance problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include deformation caused by an extended period of pressurization. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.